Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is struggling with volume retention, right ventricular failure, hypertension and acute kidney injury despite right heart catheterization, rapid airway management positioner studies, and medication adjustments. Concern for outflow graft obstruction.

Manufacturer narrative:
Manufacturer's investigation conclusion: there was originally report of a concern for outflow graft obstruction; however, the account reported that the patient had right heart failure and a right heart catheterization did not show outflow cannula stenosis. Additionally, review of the submitted log files did not find any events indicative of obstruction. A direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established. The submitted log files contained data from 10aug2020 through 21aug2020 and found that the pump operated at the set speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19sep2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, renal dysfunction, and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. The heartmate 3 lvas instructions for use (IFU) lists right heart failure, renal dysfunction, and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU outlines indications of right heart failure as well as possible treatments. This document also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had weight gain, dyspnea on exertion and started on intravenous milrinone and hemodialysis. There was no arrhythmia. Right heart catheterization and ramp study were undertaken. No significant stenosis in outflow cannula. Low arterial oxygen saturation. Elevated right sided pressures.